Event description:
Customer reported the monitors keep going blank. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interface pcb. System operates as intended.